Event description:
During an in clinic follow up, an increased threshold was observed on the left ventricular (lv) lead. Diagnostic imaging was performed and a lead dislodgement was observed. The lv lead was explanted and replaced to resolve the event. The patient was stable.